Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device: 14 months. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A system controller log file was submitted to the manufacturer's technical services representatives to review, and it was noted that there were multiple low voltage hazard events between (B)(6) 2015. Each event occurred after over 16 hours of use without a battery exchange. A pump stoppage was captured in the log file on (B)(6) 2015 after running on batteries that appeared to not have been fully charged, and then on the system controller backup battery until it was depleted. The health professional reported that the patient had been instructed to report to the clinic on (B)(6) 2015 but failed to arrive. The patient was then directed to go to the emergency department (ed) at 5:30 pm; however, the patient did not report to the ed until 8:00 am the following morning ((B)(6) 2015). It was reported that the patient appeared to be under the influence of drugs and admitted that the last use was 2 days prior. The patient lives a number of hours away from the clinic's location, and arrived by car with only 2 sets of batteries. The patient's pump reportedly had stopped for approximately 5 hours due to the patient not having any charged batteries with him. The pump was restarted at approximately 8:17am once power was restored in the ed. The patient stated that he was asymptomatic during the events and did not appear to have experienced any adverse effects from the pump being off for an extended period of time and then restarted. The patient was admitted for observation. When last assessed, the patient's ejection fraction was approximately 45%. The patient was evaluated for possible pump explant due to cardiac recovery. On (B)(6) 2015, the pump was explanted and the patient was discharged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that the patient was discharged on (B)(6) 2015, not (B)(6) 2015 as initially reported. The patient¿s pump was not returned for evaluation as the surgeon did not see a need as the pump was working well. Evaluation of the submitted system controller log file confirmed the initial report. Several low voltage hazard alarms and a loss of power resulting in a pump stop were recorded. The log file showed several intermittent low voltage hazard alarms due to low battery power. When the patient switched power sources, the alarms resolved. On (B)(6) 2015 at 2:12 the system operated on the emergency backup battery (following low voltage hazard alarms due to low battery power) until 3:32 on (B)(6) 2015. The pump then stopped due to a loss of power, indicated by a timestamp reset. A second timestamp reset was captured approximately 2 seconds later. The pump was then connected to the power module, resumed operation at 9200 rpm, and the timestamp was reset to (B)(6) 2015 at 8:17. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.